Event description:
It was reported that the lens asymmetrically vaulted (z-syndrome) in the pt's right eye approximately 3 months post lens implantation. The lens was explanted and replaced with a different model lens. Reportedly the pt's vision improving. In the surgeon's opinion the likely cause of the event was capsular tension vaulting.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.